Event description:
An ophthalmologist reported that a patient had experienced two corneal ulcers, right eye, associated with wear of night & day contact lenses. The ulcers with infiltrates were located superiorly 3mm from the central cornea. The patient was hospitalized for treatment of a possible infection. Request has been made for add'l info; however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.